Event description:
It was reported that pump did not display correct insulin amount in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no additional information was obtained, and no further action was required from technical support.